Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties on the second inflation. The catheter was removed without incident. No patient injuries or complications occurred.